Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was returned loose. The posterior cuff and needle tip were still attached to the rail end. The plunger, anterior cuff and link were not returned. The link was broken at the posterior cuff. The link connects the anterior needle to the suture. If the link breaks from the cuff, the suture will not be present during plunger withdrawal and it can appear very similar to a cuff miss. The link break is likely the result of resistance or drag encountered during the procedure. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.